Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It was reported the xience prime stent was implanted in the tibial artery. It should be noted the instructions for use states: the xience prime, everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. It is unknown how the off label use of the device caused or contributed to the reported issue.

Event description:
It was reported that 3.0x8 mm xience prime stent was implanted in (B)(6) 2012 in the tibial artery. On the (B)(6) 2014, the stent implant was observed to be fractured and was retrieved from the anatomy.